Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was used during a transobturator (tot) sling procedure performed on an unknown date. According to the complainant, on (B)(6) 2015, the patient experienced chronic vaginal and groin pain. Excision of vaginal portion of tape is required following no progress with pain management. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.